Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: clinical outcomes of left bundle branch pacing compared to right ventricular apical pacing in patients with atrioventricular block. Clinical cardiology. 2021;44:481¿487. Doi: 10.1002/clc.23513. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing compared to right ventricular apical pacing in patients with atrioventricular block. The article reports left bundle branch implant failures due to dislodgement when removing the sheath, and by damage to the tip of the lead due to repeated procedural maneuvers. It was also noted that left bundle branch and right ventricular leads had an increase in ventricular impedance. The status/ disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.